Manufacturer narrative:
The patient did not report any significant events that took place after implanting the right-side system that may have caused or contributed to failure of the implanted components. The system was tested during the implant procedure and returned all good impedance readings at that time. The leads were reported to have been very superficial and it is unclear if or how the development of a hematoma may have impacted the implanted components. During troubleshooting of the right-side system, a nalu representative also assessed and reprogrammed the left side system and received verbal report from the patient of satisfaction with that system and therapy being received. The patient later stated to the medical staff that neither system was providing relief and had requested both be removed. The most likely cause of open circuit impedance readings in the right-side system is a fracture of either the lead itself or at the connector between the lead and the ipg. There are no known issues with the left side system and no issues or symptoms were shared with the firm until after the system was explanted. Both explanted systems were discarded at the time of the explant and are unavailable for any further assessment or testing.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator (pns) system on (B)(6) 2024 to treat left lower extremity pain and a second pns system was implanted (B)(6) 2025 to treat right lower extremity pain. After implanting the second system the patient developed a large hematoma at the implant site, which caused a delay in activation of the system. When attempting to activate, the system returned open circuit impedance readings and was unable to deliver therapy. Troubleshooting was performed and unable to resolve the issue. The patient ultimately requested to remove the system due to the lack of therapy. On (B)(6) 2025 the patient was seen for explant of the nalu system from the right lower extremity. No representatives from nalu were present for the explant procedure. After the procedure took place, the firm was notified that both nalu systems had been fully removed at the same time on 11/14/2025 per the patient's request.